Manufacturer narrative:
(B)(4).batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a microwave ablation of liver tumor a pr15xt probe was used as defined. Tissu-loc was used to fix the probe and during tissue-loc the skin of the patient became/was frozen. Since they expected that the probe was damaged, a new probe was unpacked. The procedure was delayed 2 minutes. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/26/2022. Additional information was requested and the following was obtained: what degree of skin damage occurred due to the frostbite? Unknown. What treatment was provided for the frostbite? Unknown. Was the patient's post operative care altered in any way due to the frostbite? Unknown. Investigation summary: since this occurred in the netherlands, there is no call home available. The probe returned and all functions worked to specifications. No issues were seen with this probe. Lot ml21086836 was reviewed (in process sn (B)(6)). Manufacture date: 9/10/21. Expiration date: 4/30/25. There were no problems seen during the manufacturing and testing of this lot.